Event description:
It was reported that a patient experienced reused unspecified single-use equipment, which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The patient was treated with injection amikacin (intraperitoneal (ip), 250 mg, first and third pd bags, duration not reported), gembax tablet (oral, 325 mg, once daily, duration not reported) and injection cefpirome (intravenous, 500 mg, twice daily, duration not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event, the pd effluent was clear and antibiotic theory was complete. Dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as reuse of single use supplies. A labeling review found that all printed pouches for disposable products intended for single use are labeled with ¿this device is intended for single use only¿. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.